Event description:
The neurostimulator was returned to the MFR with no add'l info. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed that both b+ bond wires were broken.